Event description:
Affiliate reported, three days after the initial implant the pt developed over drainage. The initial setting was verified by x-ray. An unsuccessful attempt was made to reset the pressure. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that his complaint could not be confirmed. The device was tested and passed all tests. The complaint reported by the customer could not be duplicated in the lab setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.